Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: ios / ios_iphone 15 pro / unknown / ios 26.1.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.